Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash located beneath the clasps on the lifevest. The patient reported that the she believes it is a heat rash caused by the warm weather in (B)(6) state. The patient consulted her doctor who advised her to use a cream on the rash. Follow-up indicated that the patient used the cream with no improvement. The patient's rash has not improved and does not believe it will due to the (B)(6) heat.